Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It also advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The patient's blood glucose (bg) reached > 500 mg/dl (bg high) while wearing the pod between 4 and 24 hours. The patient went to the hospital and was admitted for three days ((B)(6) 2016). The patient was diagnosed with dka (diabetic ketoacidosis). The pod was deactivated and patient was teated with IV insulin. It was also noted that the patient had a viral infection (stomach bug). New pod was activated the night before the patient was discharged from hospital. Bg levels: (B)(6) 2016, 7:54pm bg 414 bolus 0.35u/hr, 8:38pm bg 327, 10:13pm bg 346 bolus 0.10u/hr, 12:10am bg 341 bolus 0.15u/hr, 2:42am bg 333 bolus 0.20u/hr, 6:52am bg 356 bolus 0.50u/hr, 8:13am bg 335 bolus 0.15u/hr, 9:04am bg 378 bolus 0.15u/hr. (B)(6) 2016, 2:10pm - activated a new pod.